Manufacturer narrative:
Additional information was received that the lead was explanted and received for evaluation.

Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned, analyzed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that high/unstable thresholds were observed with this right ventricular (rv) lead along with intermittent capture at 5 volts at 1.2 ms. The lead was found to be fractured. The lead was capped and left in the abdominal cavity and will be explanted at a later date. A new lead was implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID: addrs1 implantable pulse generator (ipg), implanted: (B)(6) 2008; product ID 4965-15 implantable pacing lead, implanted: (B)(6) 2008. (B)(4).